Event description:
A male underwent initial aaa repair in 2008. The physician placed one flex main body and two iliac leg grafts. On the following month, the pt was readmitted due to a slight blush of a proximal type I endoleak. The physician believed that some thrombus on the back of the aorta caused a fold that could not be ballooned out. The physician then put a main body extension in to resolve the endoleak. The pt was able to go home and doing fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically warns to consider the degree of vascular calcifications in the pre-implant determination. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was due to pt anatomy.